Manufacturer narrative:
(B)(4). A hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was partially deployed and the handle was received in "position 4." The outer sheath was detached from the delivery system. A destructive inspection was necessary to perform which destroyed the delivery system; rotational damage was identified and the outer sheath was found twisted. No other issues with the stent and delivery system were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the directions for use (dfu). According to the evidence found in the product analysis, the outer sheath was returned detached from the delivery system and twisted which is evidence the luer was incorrectly rotated as the dfu states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the physician in rotating the handle incorrectly based on the dfu during the procedure, could have caused the torsion on the delivery system which resulted in the twisted sheath, limited the performance of the device and contributed to the stent being returned partially deployed. Therefore, the most probable cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pseudocyst in the pancreas during a stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy. Reportedly, the stent was removed from the patient with the catheter fully covering the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent was partially deployed on the delivery system.